Event description:
It was reported that a patient underwent a two level x-stop procedure on (B) (6) 2009. Approximately six weeks post procedure, the device was removed due to a spinous process fracture that was observed at the same level the device was implanted. The physician proceeded to perform a decompression surgery at the time the x-stop was removed. The procedure was completed successfully and the patient was reported to be in good status. No additional information was reported.

Manufacturer narrative:
Device not returned, follow-up with company representative.